Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01082 and 3006705815-2023-01084. It was reported that the patient had high impedances on one lead and ineffective therapy on the other lead. It was also reported that the patient was experiencing pain at the ipg site. Surgical intervention may take place at a future date to address these issues.

Manufacturer narrative:
Date of event estimated.